Event description:
The customer observed falsely depressed total bilirubin results on the alinity c analyzer, serial number ac07726, that were outside of linearity. The following data was provided: sid (B)(4): initial tbili2 = <1.7 umol/l repeat = 6.3 umol/l. Sid (B)(4): initial tbili2 = <1.7 umol/l repeat = 5.8 umol/l. Sid (B)(4): initial tbili2 = <1.7 umol/l repeat = 8.9 umol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.